Event description:
It was reported the patient's blood glucose level rose to around 300 mg/dl while wearing the pod longer than 48 hours. The pod reportedly popped out the infusion site (leg), causing the cannula to dislodge. It was also reported that the pod was leaking insulin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and no damages or defects were observed that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be determined. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.